Event description:
It was reported that the patient underwent a revision procedure approximately 11 years post implantation due to pain and radiographic wear. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. (B)(4). Visual examination of the provided pictures identified wear damage to the liner. Bio-debris was noted on the head but no further evaluation can be made from the provided pictures. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.